Event description:
It was reported, the subject device malfunctioned when used in combination with the scope and the video system center and during the procedure the image became dark. The issue was found when there was bleeding during a video-assisted thoracoscopic (vat) respiratory surgery. The procedure was completed using a similar device. No additional information was provided. No patient harm was reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device malfunctioned when used in combination with the scope and the video system center and during the procedure the image became dark. The issue was found when there was bleeding during a video-assisted thoracoscopic (vat) respiratory surgery. The procedure was completed using a similar device. No additional information was provided. No patient harm was reported by the customer.

Manufacturer narrative:
E3-non-health care professional; e2-no. The device was not returned. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.